Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 316 mg/dl. It was stated that the customer had her insulin pump replaced prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.